Event description:
The complainant stated the brakes were not holding.

Manufacturer narrative:
The account has not completed repairs. A f/u up report will be sent once the customer discloses their investigation.